Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varices banding procedure performed on (B)(6) 2021. During the procedure, three bands were released when at the same time and the other bands would not release. It was reported that there was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.